Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that all of telemetry in the hospital have lost connection with server.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Report to correct product information.

Manufacturer narrative:
The fse went onsite to confirm the entire facility was in local mode and all host unknown. From the ibe he pinged the ix primary server by ip and hostname, but he could not connect to it. From the ix host, he could not ping ix primary server by hostname-mhc-msdbpiicix. From there the fse collaborated with the customers it to get the server connected to the storage network. A good faith effort (gfe) confirmed with the fse that this was not a philips issue. The issue was on the it storage server which caused the issues. The resolution was restarting the it server. He device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.